Manufacturer narrative:
Concomitant product: a 5072-52 lead, implanted: (B)(6)2005- a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular defibrillation (rv) lead impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.